Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device is being filed under separate a medwatch report number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath, prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was removed and the sutures were being harvested, the knot came out with the suture; the artery was not captured. Both proglide devices had the same failure. Two proglide devices from a different lot number were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy suture was confirmed based on the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.